Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 1 of 2. Since quantity was mentioned as twentyfour. Hence, one MDR for known quantity and +1 MDR for unknown affected quantity will be submitted for this complaint. Quantity has been updated to 2.

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that 24 infusions set cannula was kinked within 3 hours of insertion. Infusion set cannula was placed in abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available